Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a driveline communication hazard alarm after a physical activity in the evening. The driveline was reported to have been damaged and covered by special silicone cover. The modular cable was successfully replaced and the alarm resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported driveline communication fault alarms which resolved with a modular cable exchange. Additionally, review of the submitted images and video confirmed superficial driveline damage. A specific cause for the alarms and damage could not be conclusively determined through this evaluation. Review of the submitted photographs and video found that the majority of the modular cable outer jacket was missing with only small sections remaining near the inline connector and controller connector bend reliefs. The armor layer beneath the section of missing jacket also appeared to have been removed. Tape was applied to the missing section of outer jacket as well as to the small section of jacket connected to the controller connector bend relief. Some tears in the inline connector bend relief were also observed. No wires were visible. The submitted controller event log files collectively contained events from 29feb2024 through 14mar2024. An active driveline communication fault alarm, lasting at least 2 hours, was captured on 12mar2024. The driveline communication fault alarm cleared with the modular cable exchange on 14mar2024 and did not reoccur. No other notable pump events or alarms were captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas) support with no further complaints reported at this time. The lot number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook document #10006136, rev. D, are currently available. Section 2 of the IFU, ¿system operations¿, contains a subsection ¿replacing the modular cable¿ that provides instructions on replacing the current modular cable with a replacement modular cable and system controller. This section instructs to connect the replacement modular cable to the replacement system controller, disconnect the currently connected modular cable from the pump cable, then connect the replacement modular cable to the pump cable. Section 5 of the IFU, ¿surgical procedures¿, cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 of the IFU, ¿patient care and management¿, cautions the user to avoid pulling on or moving the driveline. This section further cautions: ¿do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the lvad to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and urges patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 of the IFU, ¿alarms and troubleshooting¿, provides additional instructions regarding driveline care in a sub-section entitled ¿what not to do: driveline and cables¿. Section 8, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. In the patient handbook, section 4, ¿living with the heartmate 3¿, contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact immediately if they find signs of driveline damage. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.